Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing record review based on the device information provided revealed no anomalies. Based on the information received, the root cause could not be determined.

Event description:
It was reported during the procedure, the driver tip broke during inserting a screw. The broken piece of the driver tip was able to be removed from the screw head. There were no adverse patient consequences reported. Product is not available for return. Device information for the screw involved was reported as either part number at2-m26-s batch/lot: 537207 or part number at2-m28-s batch/lot: 518617; however, it is unknown which screw was involved during this event..this report is related to report number 3025141-2022-00394 for the driver involved in this event.